Event description:
It was reported that a patient with a tecnis odyssey simplicity intraocular lens (iol) experienced intolerable vision quality in the left eye (os) during a post-operative visit. The lens was subsequently explanted. The patient¿s best-corrected visual acuity (bscva) improved from 20/50 pre-operatively to 20/40 post-operatively. There were no unplanned incision enlargements, sutures, vitrectomy, or procedural delays, and the patient did not experience any temporary or permanent impairments or limitations in daily activities. No further information is available.

Manufacturer narrative:
Section a3b, and a6: unknown; information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.